Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer was guided by technical support through pump reset, which resolved error, and was instructed on how to reconnect sensor to pump and to call again if issue occurred.